Event description:
It was reported that when an asymptomatic patient presented in the or for a device changeout, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The physician elected to keep the lead active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.